Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the ileocecal valve during a hemostasis with clipping procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the clip was not able to open. Another resolution clip device was used to complete the procedure. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). Evaluation findings of clip assembly mashed onto bushing. Evaluation findings of clip failed to release from catheter. A visual examination of the returned device noted that the clip assembly was mashed on to the bushing. The clip assembly could not be deployed and the prongs could not be opened or closed. It is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed and no anomalies were noted.